Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va32g8z, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient stated they saw their doctor and had an x ray but the doctor has not gotten back with them to let them know if the wiring was damaged. Patient said the device is not working at all. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32g8z implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they fell hard on the 26th of july and hit their hip close to the site of the implant. Patient said their nurse practitioner checked them out and said they needed to have an x-ray done which they did and x-rays were reviewed by the health care provider (hcp) and it showed that one of the wires in the device is bent. Caller stated that the device hasn't been working since they fell on it , and really need it to work for them. Caller stated that they still wear pads and diapers when they go out. Caller stated that they were at their pc appointment yesterday and ended up wetting themselves without knowing. Agent walked patient through how to connect to their implant and increase stimulation. Patient increased stimulation to a comfortable level.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the patient had a hard fall on their hip and they were having an x ray to make sure the lead was still going in the right direction, patient mentioned that apparently the lead was not because the unit was not working and caused an uti. Guided patient to discuss their medical concerns with their healthcare provider (hcp).

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va32g8z); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.